Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed and stated the device exhibited premature battery depletion (pbd). Device replacement was recommended. At this time, this ICD remains in service, and there was no adverse patient effects reported.